Manufacturer narrative:
The customer did not provide any additional information for the investigation. Based on the information provided, the issue is consistent with a high protein concentration in the patient¿s sample. Per product labeling: "urine, csf and control samples with a protein concentration above 7000 mg/l must not be measured with tpuc3 as this may clog the instrument lines.". The investigation did not identify a product problem.

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the tpuc3 (total protein urine/csf gen. 3) assay on a cobas 6000 c 501 module, serial number (B)(6). The sample initially resulted in a tpuc3 value of 0.7 g/l. The result was reported outside of the laboratory and questioned by the physician. The sample was repeated, resulting in a tpuc3 value of 14.8 g/l. The reporter also mentioned that urine test strips show a high protein concentration.